Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was verified and attributed to a foreign substance on the battery compartment and the battery itself as well as on the device. The device was scrapped at zoll medical united kingdom per the customer's request. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.